Manufacturer narrative:
A philips field service engineer (fse) was dispatched however no functional testing was performed and the issue could not be confirmed. The customer is seeking a third-party repair company for equipment repairs. The customer has declined support from philips at this time and the disposition of the product is unknown. If additional information is received the complaint file will be reopened. E1 reporting institution name: (B)(6) hospital. E1 reporting address state: (B)(6).

Event description:
It was reported the fetal heart rate fluctuated high and low, resulting in a physician giving the patient the incorrect prescription. No other clinical information or medical intervention was reported.